Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during manual priming. Customer stated that they were stuck in rewind process. Customer stated that drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform compromised force sensor system test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. Missing end cap sticker noted.